Manufacturer narrative:
Motion interrupt pan, siderail panel.

Event description:
It was reported in a service report that the motion interrupt pan and outer left siderail panel were replaced. No adverse consequences were reported.